Event description:
When the patient came in for a tube check and removal of suture anchors, the skin underneath the bumpers on the suture anchors was necrosing, red/sore and had small bumps. The initial placement occurred on (B)(6) 2014. Removal of suture anchors on (B)(6) 2014, the g tube was upsized and a balloon retention tube was used. Molnar disk was placed loosely at skin site. The staff was unsure if any antibiotics were prescribed. The physician has not seen patient since to see how skin is healing to date.

Manufacturer narrative:
(B)(4). The event is currently under investigation.